Event description:
Per the clinic, the patient experienced skin overgrowth over abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to exchange to a longer abutment.